Manufacturer narrative:
The field service representative determined the user had cleaned the mixtower and pinched ise tubing which caused the erroneous results. He replaced the mixtower correctly and performed instrument checks and qc.

Event description:
User stated ise results were erroneous for 21 pt samples. The following only two examples for sodium were provided. Sample 1 initial result was 126 mmol per l, repeat result was 136 mmol per l. Sample 2 initial result was 127 mmol per l, repeat result was 138 mmol per l. User stated there are some values also discrepant for potassium and chloride, but would not provided any actual values. No pt results for the ise assays have been reported since the issue became known to the customer. No treatment was provided as a result of the incident.